Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2011 , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge and depression ("psychological or psychatric problems- condition: depression"). The patient was treated with ondansetron (zofran), paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder, bacterial vaginosis, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Events vaginal infection, anxiety & depression were added. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (removal due to complications from essure device). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 26-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. In (B)(6) 2009, the patient experienced nausea ("nausea,"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vulvovaginal rash. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, 10 months 11 days after insertion of essure, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge and depression ("psychological or psychatric problems- condition: depression"). The patient was treated with ondansetron (zofran), paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder, bacterial vaginosis, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet was received. The following event was added: rashes or skin conditions type: bumps in vaginal area. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge and depression ("psychological or psychatric problems- condition: depression"). The patient was treated with ondansetron (zofran), paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder, bacterial vaginosis, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. In (B)(6) 2009, the patient experienced nausea ("nausea,"). On (B)(6)-2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vulvovaginal rash. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge and depression ("psychological or psychatric problems- condition: depression"). The patient was treated with ondansetron (zofran), paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the nausea, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder, bacterial vaginosis, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), back pain ("back pain"), menstrual disorder ("menstruation issues") and bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge. The patient was treated with ondansetron (zofran) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder and bacterial vaginosis outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge, back pain were added and previously reported event infection updated to bacterial vaginosis. Reporter, patient demographic information, concomitant diseases, product stop date, lot number added. Previously reported event pelvic pain outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: CT scan, abdomen, pelvis report - conclusion: normal CT scan of abdomen and pelvis. Concurrent conditions included nickel sensitivity, tobacco user (1ppd), burning micturition, vomiting, diarrhea and endometriosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vulvovaginal rash. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), bacterial vaginosis ("infection: vaginitis/ bacterial vaginosis") with vaginal discharge and depression ("psychological or psychatric problems- condition: depression"). The patient was treated with ondansetron (zofran), paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the nausea, dysmenorrhoea, dyspareunia, fatigue, back pain, menstrual disorder, bacterial vaginosis, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Outcome for vaginal bleeding, menorrhagia, vaginal infection were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.